Manufacturer narrative:
Additional information: device evaluated by MFR - device evaluation: the lens was returned in liquid in a micro centrifuge vial. Visual inspection found the haptic torn. Work order search: no similar complaint types within associated lots were found. Correction: event - the reporter indicated that a vicmo13.2 implantable collamer lens of -12.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2018. It was reported that the lens was found torn/broken before opening the vial. Lens dislocation/ subluxation along with blurred vision and lens repositioning were also reported. The vault value was reported as 300 m. On (B)(6) 2018 the lens was exchanged and the problem was resolved. In the reporter's opinion the device was the cause of the event. Device code 2993: previous code not applicable. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a vicmo13.2, -12.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. A vault value of 300, lens tear before/during loading, lens dislocation/subluxation and blurred vision was reported. Repositioning was reported as a secondary intervention. On (B)(6) 2018 the lens was exchanged and the problem was resolved. Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted.